Manufacturer narrative:
Lot numbers # 18a005, 18a047, 18c024, 18d022, 18d036, 18e023, 18g042, and 18h029. Eighteen (18) single-use devices were received for evaluation. Visual inspection revealed that the bladders of all eighteen devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. It was reported that the bladders of twenty small volume infusors ruptured. Nineteen of the issues occurred during filling, and one issue occurred after filling. There was no patient involvement in any of the events. No additional information is available.